Event description:
It was reported that the needle was discovered sticking through the packaging when received. As a result, it was not used. There was no delay in treatment, no pt death and no pt complications.

Manufacturer narrative:
(B)(4). Follow-up report will be filed if additional information becomes available.